Manufacturer narrative:
(B)(4).

Event description:
During the ballooning test prior to patient use, the nurse found that the tracheal cuff did not properly inflate. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Confirmed failures for the reported issue have been investigated under a corrective and preventative action. Information has been added to the database and trends will continue to be monitored.